Event description:
It was reported that the procedure was cancelled. The target lesion was located in the severely calcified mid left anterior descending artery. A guidezilla guide extension catheter was selected for use. After the patient was sedated, the device was unpacked and it was found that the tip of catheter was flattened. The procedure was not completed due to unavailability of a replacement device. There were no patient complications reported.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the severely calcified mid left anterior descending artery. A guidezilla guide extension catheter was selected for use. After the patient was sedated, the device was unpacked and it was found that the tip of catheter was flattened. The procedure was not completed due to unavailability of a replacement device. There were no patient complications reported.

Manufacturer narrative:
The guidezilla ii 6f long guide extension catheter was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. From 4.4cm from the tip, the shaft, markerband, and tip were flattened.